Manufacturer narrative:
This investigation is ongoing. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was brought in for a follow up due to an alert triggered on a competitor home monitoring website. The alert was triggered due to out of range pacing impedance measurements on this right ventricular (rv) lead as well as noise. An rv lead fracture was alleged. The system was deactivated. A system revision was pending. The device implanted is a competitor device. No adverse patient effects were reported. The field representative wanted to know if it would be reasonable to place a new rate/sense portion and leave the defibrillation portion of the rv lead implanted. Boston scientific technical services (ts) discussed that this would depend on the issue with the rv lead, and depending on where the fracture can be isolated to on the rv lead. Ts noted that this option would be up to the physician discretion. A revision and more information will be provided by the field representative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received noted that a revision procedure took place and this rv lead was left insitu. A rv lead fracture could not be confirmed. No additional adverse patient effects were reported.